Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a pacemaker pocket infection after a pocket revision. The entire pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.